Manufacturer narrative:
This report is being submitted to FDA on (B)(4) 2014. Investigation into this potential complaints ongoing and a root cause has not yet been determined. Siemens will file a supplemental report once a full investigation has been completed and root cause analysis has been determined.

Event description:
It was reported that the artis zee biplane system experienced multiple failures during a neuro coiling procedure. The customer received a message stating "no x-ray on b-plane." The customer performed a restart and the ivs boot failed. Additionally, the customer performed a hard shutdown, powered on and the system would not fluoro on either plane with error message "large display in power save mode." The display was not in power save mode, appeared ready and the layouts could be changed. We are unaware of any injury to the patient or operator.